Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
Cust stated " I have had two emergency dental visits in less than a month. The dentist told me I can't wear my byte anymore, tooth number 3 had to be shaved down. Dentist said byte caused it to get a hook shape and severely pinched the nerve. And the bottom right side wore away my gum area where bone is showing through. I have been in pain from this for months and informed byte, I was told to continue, now I'm in extreme pain due to this product. I cannot wear these any longer per my dentist. I need a refund so I can go to a local orthodontist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.